Event description:
A (B)(6) old male pt's nurse contacted zoll customer support to report that the pt was receiving excessive adjust belt messages, despite all electrodes and therapy pads making good contact with the skin. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) was confirmed. Upon eval, one pin in the trunk connector was recessed. The driven ground pin in the connector did not make contact with the monitor, thus causing excessive noise on both channels. The root cause for the recessed pin cannot be positively determined, but is likely due to excessive force applied to the connector. No adverse event resulted from the defective connector. The pt received a replacement electrode belt.